Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A risk review confirmed that the events were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Urogenital edema and pain are acknowledged within the IFU and are not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent tissue damage related symptoms. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. The investigation findings do not clearly confirm the presence or absence of the reported problem with the device. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device was experiencing swelling in the scrotum and lower abdominal area, pain, and an inability to ejaculate. The ipp device only partially inflated. The physician did an evaluation and x-rays and did not note a concern. There were no further patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device was experiencing swelling in the scrotum and lower abdominal area, pain, and an inability to ejaculate. The ipp device only partially inflated. The physician did an evaluation and x-rays and did not note a concern. There were no further patient complications reported.